Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2014 as part of the (B)(4) study. This complaint is being reported based on the event of asthma exacerbation with hospitalization. According to the complainant, the patient underwent her second bt treatment to the left lower lobe of the lung on (B)(6) 2014. The procedure was completed successfully with no device malfunctions reported. On (B)(6) 2014, the patient experienced wheeze, breath shortness and cough and went to the ER. The patient was admitted to the hospital and treated with bilevel positive airway pressure (bipap) and nebulizers. Bipap was administered for an asthma exacerbation, however, the patient also has a history of obstructive sleep apnea. On (B)(6) 2014 the patient was discharged from the hospital. The complainant reported that on (B)(6) 2014 the event is resolved. Pre-bronchodilator; fev1: 2.34; fev1 % predicted: 72.22; fvc: 3.69; fvc % predicted: 93.65. Post-bronchodilator; fev1: 2.55; fev1 % predicted: 78.70; fvc: 3.92; fvc % predicted: 99.49.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.